Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump had alarmed ¿no disposable clamp tubing¿ for the second time that night. Reservoir volume was recorded as 78.3 ml, rate as 50.0 ml per 24 hrs, and given volume as 17.7 ml. The patient had denied the presence of air in the tubing. The pump was stopped but continued to alarm. It was powered off, the clamp was closed, and the cassette was removed. Bubbles were observed in the tubing extending across the top of the pump. The cassette was tapped on a firm surface and the tubing was massaged. The cassette was reattached, the pump was powered on, and settings were reviewed. The pump was restarted, and the screen displayed ¿run res vol 78.3 ml.¿ the patient was advised to call the hotline should additional assistance be required. The patient was not affected. The event occurred while in use with a patient at the patient's home and the operator of the device was a health professional.

Manufacturer narrative:
H6. Codes: updated. Device evaluation: the customer reported the pump had alarmed ¿no disposable clamp tubing¿ for the second time that night. Unable to confirm the complaint due to the device not being returned. Based on the review of the service history and information provided by the customer we are unable to determine a probable cause as the device was not returned for evaluation. If the product is returned the manufacturer will re-open the complaint for further device analysis.